Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes foreign matter was found in 20 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-jan-2024 investigation summary bd received 20 samples and 4 photos for investigation. A visual examination of the returned samples and photos revealed an additive abnormality. The tubes displayed large droplets of additive on the inside wall due to misalignment during the assembly process. This misalignment caused the additive nozzles to be off-center, resulting in uneven distribution of the additive solution. Consequently, larger droplets coalesced, forming a wafer-like deposit once the water evaporated, which is atypical for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes foreign matter was found in 20 tubes. No adverse impact was reported regarding the patient or user.